Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A j&j application support manager (asm) discussed with the customer the capsulotomy intersects, iris warning and using the pupil maximize option features. The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The field service provided training on the integral guidance system the unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted .

Event description:
A surgery center reported during a catalys procedure, a capture rupture occurred resulting in an anterior vitrectomy. It was reported the physician had to perform an anterior vitrectomy after a catalys procedure as the surgeon noticed the lens pieces had shifted when he put the phaco into the patient¿s eye.